Manufacturer narrative:
Additional information was received that the patients pocket was revised due to weight gain.

Event description:
A report was received that the patient was not using the device for unknown reason. The patient will undergo a pocket revision procedure.

Event description:
A report was received that the patient was not using the device for unknown reason. The patient will undergo a pocket revision procedure.